Event description:
May be a granuloma, or some type of lump or bump [granuloma]. United states report received from a physician on (B)(6) 2022. A physician reported that an unknown patient received an rha product for an unknown indication (dose and indication not reported). An unknown volume of rha injection was applied to an unknown site using an unknown injection technique. It was not reported if the needle was used from the box or if a cannula was used for the rha application. Previous cosmetic procedures were not provided. Medical history was not provided. Concomitant medications, and food supplements were not provided. On an unknown date, after an unspecified time, the patient had an issue, may be a granuloma or some type of lump or bump. The outcome of the event granuloma was not reported. The intensity of the event was not provided. It was unknown if the product was available for return. Teoxane RMA number: (B)(4). No additional information was available at the time of this report. Case comment: a causal relationship between the rha (unknown type) and the suspected granuloma is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the very limited information received. The company will continue monitoring the benefit-risk profile for rha.